Manufacturer narrative:
Per the clinic, the patient also was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on jun 13, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator. Then, the patient underwent revision surgery on (b)(6 2024, in order to replace the implant bed. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 13, 2024.